Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a exactamix 2400 valve set leaked. Customer reported bubbles were observed from port five with the sodium phosphate (na phos). The customer performed troubleshooting on the machine, then swapped out the valve set for a different lot and reset up the tubing set. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h4, h6(update codes), h11. H4: the lot was manufactured between july 28-29, 2025. H11: the actual device was not available; however, an unopened companion sample was received for evaluation. Visual inspection of the companion sample did not identify any abnormalities that could have contributed to the reported condition. System level testing was performed on the companion sample, and the reported issue was identified. Functional testing was performed on the returned sample, and an issue of bubbles was observed or encountered during testing. The reported bubbles were verified. The cause of the bubbles could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.